Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The time clock did advance. A constant tone started alarming. Customer's blood glucose level was 217 mg/dl. The customer was unable to perform he self-test because he could not press any buttons. The buttons were not working. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons are functioning properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected frozen display or constant audio/beeping alarms occurred during testing. No cosmetic damage was noted during physical inspection.